Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the user observed a "failure" on the harmonic ace instrument tip. The user completed the procedure using the backup instrument with no further issues reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The harmonic insert was found to have a broken blade. The blade broke at roughly 0.43"" from the base. The broken piece was returned. Components adjacent to the broken blade do not show damage. The probable root cause of the broken blade is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).